Event description:
It was reported that the guidewire became stuck in the catheter and the patient experienced tissue damage. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient experienced tissue damage. Near the end of the procedure after all ablation applications had been completed it was found that the guidewire was no longer coming in when it was pulled. The catheter and guidewire were removed from the patient, and tissue was observed at the distal end of the catheter between the array tip and the guidewire. It was not possible to remove the guidewire. The procedure had been completed successfully at the time the issue occurred. The device is expected to be returned for analysis. It was further reported that due to the stuck wire, they were unable to perform the checks of the lesions and therefore to make sure that the ablation procedure via electroporation was successful or if there were still lesions likely to provoke again arrythmia.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave catheter was not received by boston scientific for analysis. However, media inspection of a photo attached to the complaint showed apparent tissue trapped between the catheter tip and the guidewire, which confirmed the reported clinical observations.

Event description:
It was reported that the guidewire became stuck in the catheter and the patient experienced tissue damage. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient experienced tissue damage. Near the end of the procedure after all ablation applications had been completed it was found that the guidewire was no longer coming in when it was pulled. The catheter and guidewire were removed from the patient, and tissue was observed at the distal end of the catheter between the array tip and the guidewire. It was not possible to remove the guidewire. The procedure had been completed successfully at the time the issue occurred. The device is expected to be returned for analysis. It was further reported that due to the stuck wire, they were unable to perform the checks of the lesions and therefore to make sure that the ablation procedure via electroporation was successful or if there were still lesions likely to provoke again arrythmia.